Event description:
The customer's husband reported that his wife had been hospitalized six weeks after starting the omnipod system due to "severe ketoacidosis" and a bg level over 900mg/dl. Cardiac and renal complications ensued. While at the hospital, she received an insulin drip which returned her bg levels to "normal." She was then placed back on the pod, but her levels "immediately elevated again"; she returned to using needle injections. The customer was released from the hospital after ten days. Though no specific failure mode was cited, the husband suspects the pod "may be malfunctioning." Prior to starting on the omnipod system, she had never been hospitalized for high bg levels; over the past 40 years, her occasional hospital visits resulted only from low bg levels. The pod will not be returned for eval. Note: the customer's husband claimed that, in the omnipod user guide, he was unable to easily find "how to handle a high bg episode."

Manufacturer narrative:
The pod involved will not be returned to the MFR for eval. No specific device failure mode was reported. We are unable to confirm any product malfunction - no conclusion can be reached at this time. Within the omnipod user guide's index is a section dedicated specifically to hyperglycemia; page numbers are provided where the customer can look up info about avoiding, the causes of, symptoms of and the treatment of hyperglycemia. Additionally, the user guide contains many cautionary/warning statements regarding the importance of checking for and handling high blood glucose readings. The following statements are included in the guide: "if you get results below 70mg/dl or above 250mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70mg/dl or above 250mg/dl, follow the treatment advice of your healthcare provider." "If you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately." To avoid hyperglycemia, "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." No conclusion can be drawn as no specific failure mode was cited in the report and the pod will not be returning for eval.